Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported, "capsular contracture worse on the right" (baker grade unspecified,) "double capsule partially developed," "cystic lesions," and "brown greenish fluid coming out." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported, "capsular contracture worse on the right" (baker grade unspecified,) "double capsule partially developed," "cystic lesions," and "brown greenish fluid coming out." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, capsular contracture, double capsule and cyst-ndr was received on (B)(6)2022, with lot number 3044664. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is non device related. Additional observations: wear abrasion is observed. Crease flat is observed. No further actions are required as the device was implanted.